Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a visceral ligature procedure, the clamp jammed despite the surgeon's efforts to unblock it. There was no patient injury.